Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. The fse that encountered the issue replaced the touch screen. All applicable testing was performed.

Event description:
N/a.

Event description:
It was reported that during a routine inspection, the cardiosave intra-aortic balloon pump (iabp) touch screen was not responding properly. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.